Event description:
On (B)(6) 2013, it was reported that the ok button sticks and sometimes does not read the commands. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On examination, the keypad was intact without damage. On testing, all the keypad buttons demonstrated intermittent unresponsiveness and required multiple presses to evoke a response. The up arrow and contrast buttons were especially difficult to push and required increased force to engage. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the ok button contact was inverted.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.